Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was distorted due to being pulled/stret ched/overstressed. The distal and proximal conductors were distorted due to being kinked/buckled and there was blood on the distal end of the electrode. The number of turns to extend and retract the helix was out of specification and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the right atrial lead helix was noted to be damaged and stable fixation of the lead was not possible. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.